Event description:
The manufacturer received information alleging a vent service required error. There was no harm or injury reported. The device was returned, and evaluation was started but was unable to be completed due to finding that inside of device was contaminated with roach parts and feces. During the evaluation the device's downloaded error log was reviewed and a vent inoperative error was found. Device returned to customer unrepaired.